Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited noisy signals, oversensing, failure to capture and high capture threshold. Technical services reviewed report with the clinician and suspected the cause to be either lead dislodgment or perforation. Additionally, pacemaker had stored pacemaker mediated tachycardia (pmt) episode and exhibited farfield r-wave oversensing. Patient experienced bradycardia with rhythm being in the 40's. This system remains in service and no adverse patient effects were reported.